Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during dilatation in the superficial femoral artery, the agiltrac balloon ruptured at 10 atmospheres. A second agiltrac was used to complete the procedure successfully. There were no adverse pt effects. No additional info provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a thorough analysis of the device is not possible because the agiltrac was not returned to abbott. No discrepancies were reported during the preparation or inspection of the product prior to use. A pre-existing hole or rupture in the balloon would likely have been detected during an instructions for use directed preparation and inspection of the product. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, weak materials, interactions with other products, pt anatomy, lesion calcification, or lesion tortuosity. A review of the lot history record for this device did not reveal any non-conformities which could have contributed to this event. During production all balloon catheters are 100% leak tested and 100% inflated to rated burst pressure. In addition, samples are destructively tested to rupture. No specific root cause could be determined; however, it does not appear to be a mfg quality deficiency.